Event description:
The customer reported that a patient had an air embolism after a therapeutic plasma exchange(tpe) treatment. After the rinseback portion of the procedure, the operator squeezed the saline to return residual red cells that were in the blood warmer tubing. The patient stated she saw air going into the access line. The patient then complained of a headache, tightness in right chest, and some back and left side pain. The patient was given a chest x-ray, EKG, and echocardiogram; all had normal results. The patient was admitted for observation overnight. The patient was stable at the time of the customer call. The customer is unable to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction in the form of operator error that has the potential to cause serious injury and due to medical intervention.

Manufacturer narrative:
Investigation: per the customer, the operator stated that the access clamp was inadvertently left open during rinseback, prior to the operator squeezing the saline bag. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.